Manufacturer narrative:
(B) (4): the device was returned and evaluated at the failure analysis center. It was observed that the lid latch assembly has come off the mounting shaft and the device would not turn on. There as some physical damage found on the latch mounting shaft, upper lid and the charge-pak. The locking clip opening was wide on one side. A replacement device was provided to the customer.

Event description:
It was reported that the device would not power on. The device top lid came apart and the latch that holds the lid closed was missing. There was no report of patient involvement with the incident.